Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. The patient reported that since the beginning, it hadn¿t been working. The patient reported that they had troubles charging and one of the wires ¿disconnected in the body.¿ the patient reported that the device was causing them pain and it was bothering them. The patient wanted the device removed. No further complications were reported.